Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm, navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of atrioventricular (av) block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon. Temporary pacemaker was placed to stabilize the event. The patient was developed with a heart block. During the procedure, the valve was able to be implanted at a depth of 3-4mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Post-implant, pacemaker was required to resolve the event. The implanter classified this event as being related to the procedure and the patient¿s past medical history. The patient was reported to be discharged.